Event description:
Mesh implanted on (B)(6) 2012, six months post-op patient presented to surgeon with redness at umbilicus, 1.5ml of pus aspirated and cultured with no growth. Removal scheduled for (B)(6) 2013. The mesh was explanted as scheduled at (B)(6) hospital on (B)(6) 2013. The mesh device allegedly failed integration of the anterior of the v-patch, as noted upon explant. A vac dressing was applied to the surgical site. Further swabs for mcs where taken, and the mesh explant was cut in half with one sample being sent for mcs by the surgeon and the other being provided to the manufacturer for evaluation.

Manufacturer narrative:
Currently awaiting the return of the device for evaluation.